Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided reportedly, the cause for the reported issue was due to a resume pump alarm occurring. Reportedly, the customer suspended insulin delivery and did not resume insulin delivery. The customer delivered a correction bolus and administered a manual injection to address the elevated bg. Reportedly, the customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.